Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The stimulator battery experienced normal end of life. The telemetry and output were okay. (B)(4).

Event description:
It was reported that there was premature battery depletion. The patient noticed an elective replacement indicator (eri) message on the patient programmer (pp). As a result of the event, a replacement was required. No patient symptoms reported. The patient was fine. A replacement was schedule for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that following the replacement, the patient recovered fully and had stimulation. A new implantable neurostimulator (ins) was implanted on (B)(6)-2015. If additional information is received, a follow-up report will be sent.